Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned packaging confirms that there is no vacuum in the pouch. The likely condition of the device when it left zimmer biomet is non-conforming. The likely root cause of the reported event is the operator selecting the incorrect program during the sealing operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Inner packaging not vacuum packed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Inner packaging not vacuum packed.